Manufacturer narrative:
Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient implanted with the light adjustable lens (lal) experienced wound dehiscence after placement of the contact lens at the first light treatment, 14 days after implantation. The event resulted in hypotony, vitreous hemorrhage, and blurry vision. Subsequently, the patient reported to rxsight that the lal had changed position and a secondary surgical procedure would be required to reposition the lens; however, the site reported that the lens returned to the desired position and surgery to reposition the lens was no longer needed. The vitreous hemorrhage was reported to be improving.